Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leak at suction cover, water tightness was lost due to wear of suction cover packing, suction cover was shaved, distal end insulation inspection test failed, switch one cut, air/water cylinder had foreign material and had no color, bending angle in up direction did not meet the standard value due to the wear of angle wire, air/water tube and jet tube had foreign material, cracked light guide lens, cut on connecting tube, suction cylinder had no color, insulation resistance value at distal end did not meet standard value due to burn on the plastic distal end cover, and a scratched image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was an insufficient angle when using the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the foreign materials was found in the air/water tube, air/water cylinder, and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.